Manufacturer narrative:
The device was returned to a third party for evaluation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope exhibited completely black image. The issue occurred during preparation for a therapeutic laparoscopic hepatectomy and was completed using the same device. There were no reports of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the third-party investigation, it is likely that there may have been an abnormality in the internal equipment such as the charged coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use which state: operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.